Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 598mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting could not be performed as the insulin pump did not have a battery. The customer feels uncomfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A testing including complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional the displacement test. After testing it was concluded that the device operated within specifications.